Event description:
It was reported a reading >4000 ohms on all of the unipolar and bipolar pairs. It was recommended to increase default test values and rerun test. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).